Manufacturer narrative:
Additional information was received on september 30, 2021. An explant date was scheduled for (B)(6) 2021. Additional information was received on october 6, 2021. The explant was clarified to have occurred on (B)(6) 2021. The impacted product was received by the failure analysis lab on october 18, 2021. The investigation of the returned device was completed by the failure analysis lab on october 20, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the right sided capsular contracture reported initially, the patient also experienced bilateral lateralization of the devices. This required surgical intervention bilaterally in december of 2020. On the right side delayed wound healing with inflammation was caused by a noninfectious biofilm. Replacement with a 550cc mentor gel implant was performed on the right side only on (B)(6) 2021. This report relates to the right prosthesis. See 1645337-2022-08817 for contralateral prosthesis report. The event date has been updated to reflect the onset of symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a 550cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.